Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer reported via phone call that customer was in emergency room on (B)(6) 2019 for high blood glucose level. The customer's high blood glucose treated with insulin pump and manual injection, intravenous fluids. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the auto mode feature was not active and not automatically adjusting insulin at time of high blood glucose event. It was also reported that customer also had down syndrome and had mental or cognitive disability and requires a full time caregiver.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported that the customer was at the hospital. The customer¿s blood glucose level high but was unknown. Customer requests assistance with programming the insulin pump. The device will not be returned for analysis.